Event description:
The hcp reported that the pt had a dye study in 7/2003 and within 4 hours began to vomit and developed severe head pressure. In 7/2004, the pt again began to experience severe head pressure and stiffness. A pump side port study was performed in 2004. A lumbar MRI was also performed. The results of these studies are unk. The pt recovered without sequela.